Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and generally felt unwell. The right atrial (ra) lead exhibited oversensing. T-wave oversensing (twos) was also noted on the right ventricular (rv) lead. The ra and rv leads remains in use. No further patient complications have been reported as a result of this event.